Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed in a patient on (B)(6) 2022 for surgery and user attempted removal on (B)(6) 2022. Stated that the balloon was deflated without complication. Registered nurse was unable to remove the catheter fully from urethra and the catheter was catching on something. Stated that the registered nurse contacted the provider and ordered for lidocaine hcl urethral or mucosal (urojet) 2 percent and applied for numbing or pain control for removal. Foley catheter was then fully withdrawn from urethra. On examination the catheter was found to have a defect. Stated that the deflated balloon shifted up with removal, creating a significant ridge that prevented removal. It was also reported that the same situation happened on (B)(6) 2022.

Event description:
It was reported that the foley catheter was placed in a patient on 16may2022 for surgery and user attempted removal on 17may2022. Stated that the balloon was deflated without complication. Registered nurse was unable to remove the catheter fully from urethra and the catheter was catching on something. Stated that the registered nurse contacted the provider and ordered for lidocaine hcl urethral or mucosal (urojet) 2 percent and applied for numbing or pain control for removal. Foley catheter was then fully withdrawn from urethra. On examination the catheter was found to have a defect. Stated that the deflated balloon shifted up with removal, creating a significant ridge that prevented removal. It was also reported that the same situation happened on 11mar2022. Per additional information received via email on 21jun2022, stated that to remove the foley catheter lidocaine jelly (lidojet) was used for site numbing and the foley was removed manually. That has happened twice, once it was removed by urology and other time by tlc clinicians.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. However, one was completed before unconfirming the event. As the reported event was unconfirmed labeling review was not required. The actual/suspected device was inspected.